Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a new onset of pain at the implantable pulse generator (ipg) site and down her leg. The physician was not able to assess the cause of her new pain. The patient was prescribed lignocaine patches to resolve this issue.